Event description:
Per provider supplemental battery causes unit to beep when unit is on or off. Unit will run off of either battery. Beeping continues for 20 seconds. Dlr cannot put out with patients. Dlr did not want to speak with tech.